Manufacturer narrative:
(B)(4).

Event description:
An endurant stent graft system was implanted in the patient for the endovascular treatment of a 49mm abdominal aortic aneurysm. Vessel morphology was reported as the length of non-aneurysmal aortic neck was 40mm. Proximal aortic neck diameter was 30-28mm. Diameter of access vessels at the right femoral artery was 11mm. Distal diameter of non-aneurysmal neck of the right iliac artery was 25mm. Aneurysm on iliac artery was noted as yes with a maximum diameter of 29mm. During follow up an angio performed in the patient confirmed no evolution of the diameter of the aaa; however, the three components are now occluded. The physician noted the occlusion due to progression of thrombus. No additional clinical sequelae were reported and the patient is doing fine.